Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records confirmed that there was no past repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The service evaluation could not duplicate the b30 communication error, therefore, the exact cause of the reported issue could not be conclusively determined. The potential cause of the reported b30 communication error malfunction is potentially due to the following: 1. Scope communication error due to failure of slider switch of light source - wear of the slider switch was confirmed, which may have affected communication with the endoscope. 2. Failure of the light source cable - the communication status between the light source and the processor may have been unstable due to a broken cable or improper connection. 3. Endoscope failure - the 190 series endoscope used in combination may have failed. 4. Processor failure - the internal board of the processor used in the combination may have failed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported b30 error code was not confirmed as the unit was tested with 190 series test scopes and the video image functioned normally; b30 error did not occur during testing. However, a worn out scope socket slider switch was found and causing an intermittent use of high intensity mode. The device was repaired and returned to the customer. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical technician that there were multiple b30 (scope communication) error codes with 190 series type scope/connectors when using the evis exera iii xenon light source during preparation for use. No patient involvement was reported.